Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for routine follow-up. The implantable cardioverter defibrillator was undersensing baseline noise and atrial fibrillation. Upon performing sensing test it was observed the device exhibited loss of sensing. No intervention was performed; the patient would continue to be monitored.